Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. During an onsite inspection, the field service engineer (fse) found a board caused an error message. Fundamental energy beam path differed too much. The fse exchange the board. The measured values of between channels from the respective energy sensors were differing more than the allowed limit. This error does not affect the patient's safety as the system goes into error state. Root cause for error message was a faulty board. Root cause for thick flap could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A thick flap was reported during a lasik procedure on a patient's right eye. An error message was noted on the monitor during femtosecond laser portion of the procedure. The clinic performed a number of treatments for this patient after the event. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.